Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were "out of range." No further details were provided. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being "out of range" was confirmed. Ventec observed that the vte levels were higher than expected, but never low during testing. In addition, ventec observed that the ventilator was unable to maintain peep (positive end expiratory pressure). Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.